Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention products. Retention products were tested with qc cutoff hcg urine and serum concentrations and high (B)(6) hcg urine standards . All devices showed (B)(6) results at read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reported consistently receiving (B)(6) hcg results using the instalert hcg combo test when the results should have been (B)(6). No information on confirmatory testing provided. Although requested, no additional information was provided.